Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no ultrasonic output. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the system would not phaco. The company service representative examined the system and no parts were replaced. The system was then tested and met all product specifications. The system was manufactured on september 16, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the company representative states the reported event occurred before surgery. Ultrasound setting was adjusted and the case was initiated and completed as planned. There was no patient involvement.